Manufacturer narrative:
Sammaty of the investigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported high atrial threshold. The atrial lead was repositioned, which successfully resolved the associated electrical issue. Based on available information, the reported high atrial threhsold may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead within the cavity. A lead issue is not suspected to be related to the reported event. This case is retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6) 2025, the lead was implanted implantation measurements: threshold: 0.67v@0.4ms, impedance: 527o, r-wave: 0.7¿0.8v. On (B)(6) 2025, during follow-up, atrial lead pacing threshold confirmed at 3.0v. On (B)(6) 2025, a reintervention was performed, and the atrial lead in question was repositioned. Measurements before repositioning: threshold: 3.5v @0.35ms, impedance: 445o, p wave: 3.5mv. X-ray examination showed no dislodgement, but an increase in threshold was noted. Measurements after repositioning: threshold: 0.75v@0.35ms, impedance: 558o, p wave: 1.9mv.

Event description:
Reportedly, on (B)(6) 2025, the lead was implanted implantation measurements: threshold: 0.67v@0.4ms, impedance: 527o, r-wave: 0.7¿0.8v. On (B)(6) 2025, during follow-up, atrial lead pacing threshold confirmed at 3.0v. On (B)(6) 2025, a reintervention was performed, and the atrial lead in question was repositioned. Measurements before repositioning: threshold: 3.5v @0.35ms, impedance: 445o, p wave: 3.5mv. X-ray examination showed no dislodgement, but an increase in threshold was noted. Measurements after repositioning: threshold: 0.75v@0.35ms, impedance: 558o, p wave: 1.9mv.